Event description:
It was reported that the patient presented remotely via merlin.net due to a high defibrillation impedance noted on their right ventricular (rv) lead. The patient was brought into the clinic, where evaluation revealed that the right ventricular (rv) lead was fractured and the left ventricular (lv) lead demonstrated a high capture threshold. Upon further interrogation, noise oversensing and inappropriate mode switch were noted on their right atrial (ra) lead as well. Programming changes were made to resolve the lv lead's capture issues. The patient's rv and ra leads were both capped on (B)(6) 2025 and successfully replaced. The patient remained stable.